Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the user getting warning that there is a button stuck. Review of the system log file by rse showed table float active. Upon troubleshooting, rse found that the pan knob on the control module was faulty. To resolve the issue, control module was replaced by the customer in another work order. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated the warning message ¿button active during start up¿, which can impact booting. The device was not in clinical use at the time of the event. No patient or user harm was reported. Philips has started an investigation of this complaint.